Event description:
It was reported that the right ventricular (rv) lead captured elevated threshold. Rv lead was repositioned as subclavian vein was occluded. No additional adverse patient effects were reported.